Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot#: b0934475k, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported increasing pain and spasticity in both legs. Interventions included an explant of the entire system on (B)(6) 2019 where the system was disposed of according to biohazard instructions. The event resulted in an in-patient hospitalization. Imaging showed increasing stenosis at the tip of the lead leading to myelum compression on (B)(6) 2019. The event was related to the device or therapy and not related to the implant procedure. The event was resolved without sequelae on (B)(6) 2019.